Manufacturer narrative:
The philips technical consultant (tc) assisted the customer and confirmed the reported issue. The tc verified that the sender/receiver units and all cat5 cables were working properly. The tc found port 2 under the nurses station was not communicating with the sound sender unit in the communication room. The tc adjusted the configuration and used port 3 from the same wall plate connection group. The tc confirmed that the sound returned and the unit was working properly. The device remains at the customer site and in use.

Event description:
The customer reported no sound from the speaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.